Event description:
During holmium laser case two ams sureflex 200 lithotripsy fibers broke in one case. One sureflex 200 fibers head snapped off while opening it from the package and one fiber "popped" during the case while in the ureter.